Manufacturer narrative:
Investigation inspect returned samples distribution history: this complaint unit was manufactured at csi in 2007. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed, and this complaint amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed one similar reported complaint condition. The complaint was not confirmed. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Service & repair confirmed the insulator and inlet tube was broken. Root cause: customer handling error. Corrective actions the customer requested the unit be returned to them 'as-is'. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No further training required at this time. Was the complaint confirmed? Yes.

Event description:
Customer stated: "crack shaft - not defrosting". 1216677-2020-00315-1 900001 ll100 cryosurgical (B)(4)

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Customer states "crack shaft - not defrosting". Repair tech stated "confirmed complaint - broken insulator tube and inlet tube". Reference repair order # (B)(4). (B)(4). 900001 ll100 cryosurgical (B)(4).